Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty in breathing. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty in breathing. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: manufacturer observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Manufacturer was able to confirm the presence of degraded sound abatement foam. Sound abatement foam appeared moist and did not rebound when pressed. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Unknown sticky residue on blower motor seal. Ui (user interface) knob missing. Sd card cover missing. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer found no error codes. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. In box d: device available for eval? And date returned to mfg has been updated. Box h: device eval. By mfg, device problem code, evaluation method code, evaluation results code, component code and conclusion code has been updated.